Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 the patient presented with a long history of back pain and radiating leg pain. The patient was diagnosed with lumbar stenosis with neurogenic claudication. MRI indicated "high grade stenosis as well as a degenerative spondylolisthesis l4-5 as well as moderate to severe stenosis at l3-4". Surgery was planned. On (B)(6) 2006, the patient underwent lumbar decompression and posterior-lateral fusion from l3 to 5 with click x instrumentation, local autograft, allograft, and rhbmp-2/acs. There were no noted complications. On (B)(6) 2006, the patient presented for her 6 week post-op follow up. Per the physician's notes, "overall, she is doing well. She apparently called earlier this week stating she currently now feels she was just doing too much activity. She has developed some right sided paraspinal burning. That has fully subsided as of her visit today. She states she is doing well. She has only had that one episode of pain". On (B)(6) 2006, the patient presented for her 3 month follow up visit. Per the physician's notes, "she is doing quite well, x-rays are stable". On (B)(6) 2008, the patient presented for an office visit. Per the physician's notes, "overall she had done very well (and actually we have not seen her in two years) until (B)(6) when she developed some increasing low back and radiating left gluteal/lateral hip/lateral thigh pain. This has been progressive over the last six weeks". Ap and lateral x-rays indicated "a solid l3 to 5 instrumented fusion with good evidence of bony fusion and some moderate degenerative changes both above and below". The patient was diagnosed with low back and left leg radiculopathy. On (B)(6) 2008 the physician's notes indicate the patient "has been getting excellent improvement of back pain and functional ability by using her husband's tens unit on a full time basis, MRI was performed. This shows a stable l3 to the sacrum fusion. There is significant l2-3 progressive disease, retrolisthesis, and stenosis".